Event description:
Event description guidant received information that the implantable lead and non-guidant device displayed shock impedance measurements >2000 ohms. Review of the strips noted non-physiologic signals. The non-guidant device delivered six shocks to the patient but only part of the programmed energy was reported to have been delivered to the patient.